Event description:
It was reported that x-rays did not identify any abnormalities with the vns system. The patient continues to be hiccup free with device programmed to 0.25ma. The patient is not experiencing any seizures so the plan is to leave the device output current at 0.25ma.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient began to have severe, persistent hiccupping to the point where the patient began vomiting blood due to the hiccups. Follow-up revealed that the patient did not have any history of these reported events prior to vns. No medication changes were made that may have caused or contributed to the event. On (B)(6) 2014, the patient¿s device was tested and system diagnostics showed normal device function at the time. The patient¿s device was disabled and the patient¿s hiccups resolved. After three hours of observation, the patient¿s device was programmed back on to low settings and the patient was unable to feel stimulation from her device. No hiccups or coughing occurred while the normal mode and magnet mode output currents were programmed to 0.25ma and 0.5ma, respectively. The patient¿s normal mode and magnet mode output currents were increased to 0.5ma and 0.75ma, respectively, and the patient was uncomfortable at these settings causing her to cough during stimulation on-times. The coughing later caused vomiting so the patient¿s device settings were reduced back to the previous settings. The patient was sent for x-rays. Attempts for additional relevant information have been unsuccessful to date.